Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prior to anesthesia administration and prior to ports placement, the mega suturecut needle driver (msnd) cable was protruding. The instrument was not used on the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with the same da vinci system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a dislodged pitch cable at the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The screw on the clamping pulley was tight and had no damage. The pitch cables were dislodged from the pulley with no apparent damage. The instrument was found to have a loose pitch cable at the distal end. The loose cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.